Event description:
It was reported that, "right total knee revision of all components. Post traumatic failure due to fracture implant migration due to fracture."

Manufacturer narrative:
This is the same patient/event as MFR # 2249697-2011-01081. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.